Event description:
Patient presented for an influenza vaccine. Needle (henry schein safety needle 25g 1¿) was correctly placed onto influenza vaccine syringe, maintaining sterile technique. Patient¿s skin was prepped with isopropyl alcohol swab. Needle (attached to influenza vaccine syringe) was inserted into patient¿s skin, but plunger of syringe would not move. Needle (attached to influenza vaccine syringe) was then withdrawn, and needle was replaced with a new needle. (Henry schein safety needle 25g¿) maintaining sterile technique. Patient¿s skin was again prepped with isopropyl alcohol swab. After that, new needle (attached to influenza vaccine syringe) was inserted into patient¿s skin, and plunger of syringe worked as intended. Influenza vaccine was then successfully administered to patient. Patient tolerated procedure well.